Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke from needle. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke from needle (in the package/removal from package /during passage through tissue)? Device return follow up. Note: event reported via 2210968-2022-07626 and 2210968-2022-07627

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: what was being done when the suture broke from needle (in the package/removal from package /during passage through tissue)? During passage through tissue. Device return follow up. We will send device soon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event reported via 2210968-2022-07626.